Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on outer tube, cracked connector and loose light guide adapter. Based on the results of the investigation, no device problem found should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had fog free function stopped. The issue occurred during sedation - device inside patient for therapeutic type unknown procedure, which was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.